Event description:
It was reported that in 2014, a 23mm trifecta valve was implanted. On (B)(6) 2025, a 23mm navitor valve was selected for implant in an off-label use. The navitor was going to be implanted within the 23mm trifecta valve. A pre-dilation was performed with a 22mm balloon. The navitor was able to be successfully implanted and the same balloon used for the pre-dilation was used to post-dilate the valve. The result was excellent. There was no gradient and no pvl. The healthcare professional doesn't believe the patient or user experienced adverse health consequences due to the performance of the product.

Manufacturer narrative:
The device was not returned for analysis. An event of off-label use was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported off-label use was associated with implanting the navitor inside a pre-existing trifecta valve. However, it was noted that the physician was aware of this deviation, and this deviation does not appear to have caused or contributed to any issues. Therefore, a letter will not be sent to address this deviation. The reported unexpected medical intervention is the result of case-specific circumstances, as post-implant balloon valvuloplasty was performed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.